Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient including death, permanent injury, infection and bowel obstruction. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ this emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol kugel hernia patch and ventralex. As reported, the plaintiff is making a claim for an adverse patient outcome against the kugel hernia patch which was implanted on (B)(6) 2006 and ventralex which was implanted on (B)(6) 2012. Attorney alleges wrongful death of the patient. It is alleged that the patient passed away on (B)(6) 2018 from a severe infection and bowel obstruction caused by the negligence of the defendants. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.